Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced dermatitis at the abutment site, which was treated with topical antibiotics (specific date not reported). It was reported there was a recurrence of dermatitis which was treated with silver nitrate cautery and oral antibiotics (specific date not reported). Following another recurrence of dermatitis, a decision was made to remove the abutment. The implanted device remains.